Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported that they couldn't recharge their ins the patient stated that when they recharge the ins after a couple of seconds it will show try again. During the call agent had the patient remove the li battery pack from the controller and connect the controller to the ac power supply. Patient confirmed that the green light on the controller turned on. Patient then reinserted the li battery pack into the controller while the controller was still connected to the ac power supply and confirmed seeing the controller battery light flashing green. Patient verified that there was no visible damage to the recharger plug or to the controller port. Patient stated when they recharge the ins the recharger was warm. The issue was not resolved through troubleshooting. Agent sent a request to repair to replace the recharger.

Manufacturer narrative:
The recharger with model number 97755 and serial# (B)(6) was received for product analysis. Analysis found that there was a failure with the recharger antenna and that a message appeared stating "recharger problem, cannot continue, call medtronic". Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.